Event description:
(B)(4). My essure device was provided by my insurer. Since I have had my device placed I was not able to get the follow up to make sure my tubes were blocked due to the insurance not paying for the test. I have experienced sharp pains on the left side and the right side of my stomach. I have also experienced heavier menstrual periods along with horrible cramping and joint aches. The aches radiate all the way down to my knees and in my back and stomach. I have a bad dull ache where my legs join my body.